Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. As returned the threaded portion of the strike plate fractured and remained in the handle. The device showed signs of normal use. Hardness was tested and found to be conforming. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the strike plate fractured during impaction. No serious injury was reported as a result of this event.